Event description:
It was reported that during the implant procedure, high lead impedance was measured multiple times. It was also reported that the physician believed the helix was loose, as when the wrench was used to turn the helix, it rotated "easier than normal." The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the returned segments were a proximal portion measuring 47.5 cm and a distal portion measuring 47.5 cm.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.